Event description:
It was reported that the overtemp alarm is always on. No additional information.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the cracked tank cover, outdated pcb (printed circuit board) and power switch. The customer stated problem was duplicated. The cause of the reported problem could not be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Corrected data: event date updated. No patient involved.

Event description:
It was reported that the overtemp alarm is always on. No patient involved.